Event description:
Summons and complaint filed in 2004, mommouth county. Bd was served via certified mail, received one month later. Bd legal department hand delivered paperwork to bd product incident coordinator, in 2004. Briefly, the complaint alleges that someone was injured in 2002, when a bd vacutainer glass blood collection tube broke in a centrifuge and exposed her to "infected blood". Bd legal department is handling this complaint. Reorder number, lot number and all other pertinent information is not available.